Event description:
It was reported that the patient experienced an infection in their scrotum. The inflatable penile prosthesis (ipp) was explanted and replaced with a spectra concealable penile prosthesis (spp) as a result. A pathology report concluded that the ipp caused erosion. The report also indicated that the ipp had malfunctioned. The explanted ipp was returned to boston scientific corporation for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegation of infection could not be confirmed via product analysis. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation could not be confirmed. The device was visually inspected and functionally tested. No leak was found; the cylinders, pump and reservoir performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced an infection in their scrotum. The inflatable penile prosthesis (ipp) was explanted and replaced with a spectra concealable penile prosthesis (spp) as a result. A pathology report concluded that the ipp caused erosion. The report also indicated that the ipp had malfunctioned. The explanted ipp was returned to boston scientific corporation for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.